Event description:
Following an interventional peripheral procedure, the physician selected a vascade 6/7f device for closure. Tech inserted the device and deployed disc. The tech then removed the sheath and had temporary hemostasis at this point. The tech inserted the key into the lock and then grabbed the lock to bring the black sleeve up to the silver handle. The tech met some resistance and then it finally came back. The tech then held the clear tubing to bottom out the device and held manual compression and then removed the device. Her manual compression was excessive as indicated by the difficulty of device removal. When she removed the device, the cardiva rep noticed the sleeve was broken and most of the collagen came out with the device. The outer sleeve remained on the device. The staff held 20 minutes of manual pressure then brought the pt to recovery. When the cardiva rep checked the site in recovery, he noticed saturated gauze so the staff held an add'l 20 minutes of manual pressure. No pt complications were reported. The pt was again checked on the following day and no further issues were noted.

Manufacturer narrative:
The review of the DHR indicated that the device lot met all established performance criteria prior to shipment. No pt injury reported. Conclusion: it appeared that mfg steps were followed, however, based on the observance device malfunction, a mfg defect appears to be the cause.